Event description:
The customer's mother reported via phone call that the insulin pump experienced a keypad anomaly. The customer's mother stated that she had lost the transmitter while on vacation as well. The customer's blood glucose was 320 mg/dl. The customer's mother stated that the insulin pump's esc button did not respond after the customer had fallen with the insulin pump still on. She also reported that the insulin pump alarmed low reservoir, which could not be cleared due to the keypad malfunction. She did not observe any physical damage to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The esc button did not respond due to flattened button dome switch. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.